Manufacturer narrative:
86: the manufacturing and qc records for this lot of basoseal were reviewed. 100: the manufacturing and qc records found no deviations from specification for this lot of vasoseal. 200: co's evaluation of the returned product showed a crease in the distal end of the vasoseal sheath which confirmed that the operator had trapped the sheath under his fingers while holding occlusive pressure. In addition, there was a bend in the sheath distal to a collagen plug contained within the sheath probably caused by torque applied to the sheath. The IFU instructs the user to avoid compressing the sheath while holding occlusive pressure. 68: co's experience with vasoseal has shown that sheath separations can occur if the path of collagen through the vasoseal sheath is restricted. Restrictions are usually the result of deformities in the sheath introduced during the clinical procedure. If the user continues to deploy the collagen the sheath can be stressed to the point where a separation will occur.